Event description:
The customer reported the ventilator fell of the ventilator cart during cleaning, and upon power on displayed a pressure sensors failure message. The customer reported the ventilator was not in use on a patient therefore there was no patient involvement or harm. As the device is out of warranty, the facility biomedical engineer contacted manufacturers product support (pse) for assistance. The pse advised the biomedical engineer evaluate the data acquisition pcb board and perform flow sensor testing. The biomedical engineer reported the device was opened and checked cables and for disconnections. The biomedical engineer reported the data acquisition pcb board and flow sensor were replaced and the reported problem resolved.

Manufacturer narrative:
Device out of warranty; no request for manufacturers service. Flow sensor.